Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a tep procedure after inserting the device into the abdominal cavity, balloon would not inflate. The user tried to inflate it outside the patient's cavity and confirmed that the balloon leaked air and would not inflate. The procedure was completed with another device. The surgical time was not extended. The status of the patient is with no problem. Nothing fell into the patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.